Event description:
According to available information, the patient with this device experienced a small gush of blood while urinating 2-3 days after initial implant and found the sling to have fallen out. Physician indicated that device had to be replaced during initial implant surgery due to a failed anchor. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (8235151) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.